Manufacturer narrative:
As received, a complete lead was returned in one piece. X-ray inspection found the inner coil severely overtorqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Internal shorting due to overtorqued inner coils at the connector region. The reported event of high capture threshold was not confirmed while the reported event of twisted insulation was confirmed. The cause of the reported event of twisted insulation was isolated to inner coils overtorqued at the connector region, consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. During the revision procedure, the insulation of the rv lead was found to be twisted, which the physician believed may have caused the event. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.